Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device having missing components was not confirmed, but the device not working was confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of a sticky trigger identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the battery reamer/drill device was sticky, and the mode switch resistance was too low. It was further observed that the device had a component damage and would not run. It was further determined that the device failed pretest for check symmetry of attachment coupling, check for sticky trigger, check function of device, check power with power test bench and mode switch-test. It was noted in the service order that the device was not working and there was no jacob chuck and key. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.